Event description:
During bha surgery, 'it was reported that the pt died while placing the simplex p cement. The cement mixing component was acm. Implant was used versys cemented ((B) (4)).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B) (4).